Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specifications as per service installation record. After the reported event the local field service engineer field service engineer performed an on-site visit during which the field service engineer performed four test cuts with thirty mins time between each cut. All cuts were within specification. No parts were replaced. Fse performed and signed service installation record. System meets specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about twenty minutes and eleven seconds before the start of the treatment and not immediately before the treatment. The beam control check resulted in a correction of +thirty-eight micrometers. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint-related product was received for investigation. Based on the available data no conclusive root-cause could be identified, however the available logfiles show, that the device was working within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the actual flap created was thinner than planned flap thickness, the surgeon lifted that the flap and noticed there was a small capsular tag in right eye of the patient during refractive surgery. The tag occurred due to the possibility of the patient's anatomy. The bandage contact lens was placed on the right eye.